Manufacturer narrative:
Updating health effect impact code (f) to only include: 4614, 4621, 4641, and 4607. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4111, 4115, and 3331.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] life-threatening. B.7 history updated to include hiatal hernia. Gerd. Esophageal inflations. D6a - implant date added. Updated f code to include 4617. Updated g code to 788. Replaced c code to include 3221. Replaced d code to include 67. H.8 updated to reflect [x] initial use.

Event description:
A patient with a noted hiatal hernia larger than 2cm and an existing gastrostomy tube underwent a transoral incisionless fundoplication (tif) procedure. One bougie was used prior to insertion of the esophyx device to dilate the esophagus. A pre-tif endoscopy was performed (prior to esophyx device insertion) and esophageal bleeding was noted by the physician. The physician elected to proceed with the tif procedure and inserted the esophyx device. After entering the patient's stomach, the patient's tissue was noted to be thin and friable. Additionally, blood was observed entering the stomach area from an unknown location. The physician elected to continue with the tif procedure and created a 180-degree valve. During the post-tif endoscopy, the physician noted a perforation in the stomach. Seven clips were placed to treat the perforation. As of (B)(6) 2023, the patient was discharged on an unknown date and is reportedly doing well.

Manufacturer narrative:
The physician is not alleging the esophyx device malfunctioned thus contributing to or causing the reported perforation and the device was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. The physician is alleging the patient's thin and friable tissue contributed to or caused the perforation. Additionally, the patient was contraindicated for the tif procedure as they had a hiatal hernia larger than 2cm and a hiatal hernia repair was not completed prior to the tif procedure.